Event description:
The service report shows the customer reported no audio alarm. The customer support engineer verified when pressing on the alarm assembly, the alarm was intermittent. The cse reported that he replaced the audio alarm assembly. The unit passed extended self-testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.